Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the patient¿s pump was alarming or beeping. The alarm was heard two weeks ago in (B)(6) 2018. The alarm heard was consistent with a pump alarm. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). The patient heard an alarm; however, thought that she had time before the medicine ran out. The patient missed a scheduled refill. The patient had moved and didn¿t know when she was due. The patient¿s pump need to be refilled right away as the pump was out. The patient experienced pain in her back. The change in therapy/symptoms occurred suddenly. The patient had relocated to (B)(6) and did not have a healthcare provider. The patient went to the hospital twice on (B)(6) 2018, two different hospitals, and the second hospital provided morphine intravenously (IV). The patient was trying to find an hcp to refill their pump. Physician listings were provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.